Event description:
I underwent a breast augmentation surgery in october of 2020 at the age of 25. I was implanted with sientra gummy bear silicone breast implants. Over the next few years my health declined and new symptoms kept appearing. My list of symptoms are widespread muscle pain, widespread stiffness, horrible brain fog to the point that I feel like I have brain damage or dementia, muscle weakness, decrease in vision, gi(gastrointestinal) issues, horrible periods, significant aging of skin, difficulty swallowing. The list goes on and on and all of my medical tests have I have undergone have come back normal so I attribute these problems to the breast implants. I was not warned about these complications or possible symptoms when I signed up for this surgery. I have since removed the implants and only had them for just under 3 years. My symptoms have not improved upon removal. I am a 28 year old women and feel like I am 90 years old that has a deathly illness. This has ruined my life and I feel that more needs to be done by the FDA. I am not the only women this has happened to and we need to resolve this issue. It is ruining lives. I am extremely angered and saddened by this and feel that I wasn't given proper information and feel let down by the medical system and the FDA. Ref report: mw5158337.